Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable cardiac monitor (icm) experienced noise in the baseline mostly likely due to ele ctromagnetic interference from other equipment in the emergency room. The icm remains in use. No patient complications have been reported as a result of this event.